Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged, the jaws were open, the staple pushers were visible at the 4 cm cut line, the distal suture on the anvil and cartridge side were still anchored and the reinforcement material was torn and partially attached on the cartridge and anvil side of the jaws. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. The reload was noted to be difficult to fire and articulated during firing between the 5 and 3 cm cut lines. All remaining staples were placed, test media was cleanly transected and the distal sutures were released. The reload interlock was tested and found to function properly. The knife bar laminates were noted to be bent. It was reported that the device initially fired but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safe ty interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. It was also reported that the device detected an excessive load and the staples did not form as expected. The reported issues could not be confirmed. The most likely cause could not be established from the information available. A review of the device history records found potentially contributing factors from the manufacturing process. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n2g0675y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product/s: sigpshell sig power sigpshell control shell lot #:n3c0782y sigphandle sig power sigphandle handle, serial #: (B)(6). Sigadaptxl sig power sigadaptxl linear xl adapter, serial #: (B)(6). Sigtrsb60amt 60mm med thk reinforced rel, lot #: n2l0013y. Sigtrsb45axt 45mm xtr thk reinforced rel, lot #: n2l0330y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, while on the transection of the stomach, the first two fires went well. On the third firing, the device started firing on low speed then stopped less than halfway distally with the excessive force graphic showing up. It was impossible to restart firing; therefore, had to change the reload. It happened three times in a row with two 60 purple reinforced reload and one black 45 reinforced reload. It was also mentioned that there was poor staple formation with the reloads. A manual handle with naked reload was used to complete the dissection and the surgeon completed the remaining operation with the same powered device and had no issue.